Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis emergency treatment procedure was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray failure. After reviewing log file fse found there is a malfunction on x-ray. Fse copied the logs to the pc and analyzed them with cat software. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating an x-ray failure, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.